Event description:
The customer observed negatively biased quality control results for k+ on the vitros 250 analyzer. False low results of this type may initiate inappropriate physician action. Results were not reported to the floor and there was no report of pt harm as a result of this event.